Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01416. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report of this initial medwatch report. (B)(4). Occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported stomach pain/ripping sensation is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated. Vena cava (vc) perforation, deep vein thrombosis (dvt), tilt and stomach pain/ripping sensation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Per a report from pps (redacted for MDR); ¿patient allegedly received an implant via the left common femoral vein due to deep vein thrombosis (dvt) and neurosurgical procedure. Patient is alleging tilt and vena cava perforation. The patient further alleges "he has pain in the stomach area every day, with a occasional ripping sensation. The filter perforated his ivc¿ as well as post-implant dvt. Per a report from CT; ¿positive for caval perforation. Superior extent of ivc filter l1-l2 disc space. Inferior extent of ivc filter superior l3 vertebral body. A total of four prongs have perforated the ivc, series 3, image 46. Maximum distance prong perforated 5mm, series 3, image 46. Coronal images show 12-degree tilt left-to-right, series 5, image 41. Diameter of ivc directly above filter measures 6mm x 16mm, series 3, image 36.¿ per implant report; "the left common femoral vein was then accessed." ¿an ivc venogram was performed which revealed normal anatomical position between the ivc, renal veins, and iliac veins. There was no duplicated ivc, no suprarenal clot, no ivc thrombus, and demonstrated the 2 renal veins at approximately the l2 position.¿ original: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014 at university of michigan hospital, ann arbor, mi by implanting physician katherine gallagher".